Event description:
It was reported during primary of hip, the impactor tip used to impact the cup broke off. Doctor then used another one. Surgery was completed with no delay.

Manufacturer narrative:
An event regarding damage involving an adm impactor was reported. The event was confirmed. Method & results: device evaluation and results: visual analysis confirmed that the device was fractured through the threaded hole. Medical records received and evaluation: not performed as not relevant to the investigation. Device history review: a device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: there has been no other complaints for the reported lot. Conclusions: this event was previously investigated in pr and CAPA. The root cause was determined to be design.

Event description:
It was reported during primary of hip, the impactor tip used to impact the cup broke off. Doctor then used another one. Surgey was completed with no delay.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.